Manufacturer narrative:
Device 2 of 2.

Event description:
Unomedical reference no (B)(4). Event occurred in the united states on (B)(6) 2024, patient has reported 2 infusion set has bent canula. The site of insertion was abdomen. The blood glucose was high 583mg/dl and treatment for high blood glucose was bolused via the pump. Patient was hospitalized. The infusion set was in use for three days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.